Event description:
During follow-up, noise resulting in oversensing and mode switch were observed on the right atrial (ra) lead. During a revision procedure insulation damage was observed on the ra lead. The event was resolved by repairing the ra lead with a silicone sleeve. The patient was in stable condition.